Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure on the second firing with a gold cartridge the staples formed perfectly on the specimen side. On the patient side all of the staples came out, but the staples were completely unformed. The staples did not form hit the anvil. Eight vicryl stitches were placed over that line to stop the bleeding and any leakage of stomach contents. The surgeon went medial to the suture line using another like device with a green cartridge. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what was the patient¿s bmi and gender? What color cartridges were used prior to and after the incident? Male patient bmi unknown. Green reload used prior. Green and then gold used after.